Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve at a depth of 3 millimeters (mm) on the non-coronary cusp (ncc);and 6 mm on the left coronary cusp (lcc), mild-moderate paravalvular leak (pvl) was observed. A post-implant balloon aortic v alvuloplasty (bav) with a non-medtronic 23 mm balloon was performed to address the pvl. Upon inflation of the balloon, it was reported that the balloon "seesawed", resulting in dislodgement of the valve above the sinotubular junction (stj). Subsequently, the valve was snared into the ascending aorta, and a new valve was successfully implanted. A mean gradient of 5 millimeters of mercury (mm hg) and no pvl were reported following the second valve implant.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Image review: two fluoroscopic media files were provided for review. The patient¿s executive summary was available, allowing for a comprehensive anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 66.8mm with a perimeter derived diameter of 21.2mm suggesting a 26mm evolut. There is evidence of a possible bioprosthetic valve in the mitral position in close proximity to the aortic annulus. Valve load inspection was not provided for review thus it is not possible to validate a good load. A fluoroscopic image shows a valve deployed just prior to the point of no recapture at an estimated depth of 3mm on the non-coronary cusp and 6mm on the left coronary cusp in an undetermined view. Evidence supports that after valve release; a post implant dilatation was performed which caused valve dislodgement to the ascending aorta mid balloon inflation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.